Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit failed the op check. There was no pt involvement.